Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information indicated that the device was already explanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information received indicated that the device was explanted due to system upgrade. No adverse patient effects were reported.

Event description:
Boston scientific received information that this pacemaker's battery was depleting rapidly. Boston scientific technical services (ts) verified that the automatic capture setting was turned on and the device was set to a hundred percent pacing. Furthermore, the patient was in fast atrial fibrillation (afib) and the atrial sensing was on. Ts explained that with fast afib and atrial sensing on, the device will get much less longevity. The atrial sensing of the device was turned off to resolve the issue. The pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.